Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately three weeks post implant x-ray suggested that the right ventricular (rv) lead may have perforated the heart. There was loss of capture on the lead. A chest tube drain was inserted and the patient was admitted to the hospital. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.